Event description:
It was reported that, the touchscreen of the programmer was dim. Additionally, burnt smells were being emitted from the programmer. No additional intervention was performed. The patient was stable.

Manufacturer narrative:
The field complaint of screen anomaly was verified as the event could be reproduced. Additional findings not related to the event description were a damaged lcd top cover.